Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test and self test. However, unit failed sleep/active current measurement and longtrace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the getting short battery life that are lasting a day. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.